Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
Excision of 1cm area of exposed vaginal mesh as day case. No further problems original insertion of mesh for rectocoele repair (B)(6) 2004 details of injury (to patient, carer or healthcare professional): only symptom was of painless intermittent vaginal bleeding action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) excision of 1cm area of exposed vaginal mesh as day case. No further problems

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).